Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the intellicuff stand-alone has been identified to be the faulty component. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: hamilton-c6 alarms with "cuff leak" due to disconnected intellicuff pressure tubing (pn 160899).